Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-healthcare professional, stating that the consumer experienced repeated chemical burns, eye injury, severe burning, and discomfort after wearing contact lenses in both eyes, despite strictly following all directions for use with the lens care solution. Although the product has been trusted for decades, the consumer stated that recent failures are unacceptable and dangerous, noting that the disc does not function properly and that these issues have disrupted daily activities. The problem occurred multiple times across several cases. At the time of reporting, no medical intervention had been sought. The current status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet received. Upon follow up information it was reported that consumer experienced issues after the change in the new lens case design.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-healthcare professional, stating that the consumer experienced repeated chemical burns, eye injury, severe burning, and discomfort after wearing contact lenses in both eyes, despite strictly following all directions for use with the lens care solution. Although the product has been trusted for decades, the consumer stated that recent failures are unacceptable and dangerous, noting that the disc does not function properly and that these issues have disrupted daily activities. The problem occurred multiple times across several cases. At the time of reporting, no medical intervention had been sought. The current status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet received.